Event description:
It was reported to medtronic minimed that the customer experienced backlight anomaly, keypad button errors, crack on insulin pump and insulin flow block the customer reported no adverse event. The event involved product(s) mmt-332a, mmt-874a, mmt-1780kpk. Troubleshooting was performed. The customer was reporting insulin flow block no harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-874a. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump was received with intermittent button response due to moisture damage found on the j1/pcb1 keypad connector. Unable to perform the functional testing due to no button response. Successfully downloaded history files and traces using thump software. Pump error 61(stuck key alarm) found in formatted history file (on (B)(6) 2024 10:54:57.000). The pump was cut open and traces of moisture on pcba1, keypad connector and battery tube assembly noted during visual inspection. The pump was received with a scratched case, cracked keypad overlay, missing display window cover, faded serial number label, cracked case (battery tube), and cracked battery tube threads. On (B)(6) 2024 07:12:48.000 normal bolus delivered, normal bolus amount programmed = 10 bolus amount delivered = 10. In summary, customer alleged keypad/button unresponsive/button error confirmed. Back light anomaly not confirmed. No delivery alarm/occlusion alarm unknown. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.